Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when the customer attempted to issue medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist closed the application and relaunched it, then successfully test opened the drawers in setup zones. After instructing the customer to try again, the drawer opened without any issues. The system functioned as intended after the technical support specialist troubleshot the device.